Event description:
It was reported that undersensing of r-waves had been observed on the right ventricular (rv) lead. The lead was capped and replaced and the associated implantable cardioverter defibrillator (ICD) was also replaced during the same procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).